Manufacturer narrative:
Product analysis #708108816:equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs145-5091-150 rev. Au as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body or proximal marker band. The distal tip and distal marker band were separated from the micro catheter and not returned for analysis (figure d). The 45° pre-shape was found present but shortened due to the missing tip. Testing/analysis: the total length (measured up to the proximal marker band) was measured to be ~153.0cm, and the usable length (up to the proximal marker band) was measured to be ~145.2cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter flattened¿ was not confirmed. However, the distal tip and distal marker band were found separated. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. In addition, if the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the echelon catheter was flattened out of box. The patient was undergoing an endovascular intracranial aneurysm embolization procedure. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 7mm. It was reported that the surgeon was preparing for stent-assisted coil embolization when the nurse opened the echelon packaging. Upon inspection, the surgeon found that the tip of the catheter was flattened and lacked pre-shaping, with the microcatheter tip being nearly straight. A new microcatheter was then used, and the new echelon had a smoothly rounded and normal tip. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an 8f puncture sheath, 8f guiding catheter, echelon 10 microcatheter, and jiaqi 014 guidewire. Additional information received reported there was no preparation performed prior to the damage being observed. The surgeon took out the echelon catheter and placed it in the saline. When about the insert the guidewire, it was observed that the tip was damaged. There was no damage or evidence of tampering to the device packaging.